Event description:
The customer reported to baxter corporate product surveillance an unknown quantity of clearlink continu-flo solution sets in which backflow occurred. Per the report, the setup included secondary medication set ((B)(4)) and the hanger supplied with the secondary tubing was fully extended on the primary bag as directed per label copy. The customer does not know if the primary tubing was turned over and the check valve tapped during priming per label copy. The customer observed one instance in which a secondary infusion of iron was noted backing up into the primary bag. There is patient involvement; however, there is no injury or adverse event associated with this report. No further information is available.

Manufacturer narrative:
(B)(4). One unused sample of (B)(4) was received for evaluation and the complaint was not confirmed. The set underwent simulated use testing while being connected to an unused returned secondary set ((B)(4)), with no back flow noted. No visual defects were noted during evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. The assignable cause of the reported problem could not be determined.

Manufacturer narrative:
(B)(4). A sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.